Event description:
A report was received that the patient experienced burning sensation at the pocket site. The physician discovered a slight pocket incision infection and prescribed antibiotics. The patient continued to experience undesired stimulation and elected to explant the system. The patient is reportedly doing well after the explant.

Manufacturer narrative:
Device not released by hospital. This is a final report.